Manufacturer narrative:
Date of event is approximate date. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost therapy approximately in (B)(6) of 2019. To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively .